Event description:
The rotator became disconnected from the tubing during high pressure injection. This resulted in the laboratory being sprayed with contrast. Defective unit was discarded at the hosp. No report of harm or injury.

Manufacturer narrative:
Device evaluation: the actual device used was disposed of by the customer. The customer returned forty-six (46) new devices. The lot number of the device that failed is not known. The complaint evaluation is not completed. Conclusions: a follow-up report will be submitted when the complaint evaluation has been completed.